Event description:
One touch ultra meter was not reading correctly. They had also reported that they had taken them to the hospital on 8/04 since they were sweating and feeling faint. Medical affairs specialist called and spoke with the patient on 8/04, and they provided additional information. They stated that they had been seeing reeally low results on thier meter. No results were provided. They also mentioned that they were taken to the hospital by their family member since they were not feeling well. At the hospital, their blood glucose results was 71 mg/dl, which does not reflect any serious injury. They did not receive any treatment there. During troubleshooting, it was discovered that there was use error involved where they were using expired test strips and also had miscoded the meter. But, there was no adverse event due to this use error. There isw also evidence of meter malfunction since the meter was found in the wrong unit of measurement. The patient had not recently changed the unit of measurement in the meter settings and, therefore, they may have experienced a power interrupt on the meter, where the meter could have defaulted to the wrong unit of measurement. This case is reported as a meter malfunction for this reason.